Event description:
A customer reported receiving an ER-4 message on his adc meter upon strip insertion. The customer stated "due to the ER-4 message on his adc meter at 7:00am on (B)(6) 2012 he was unconscious and had a seizure." The customer reported experiencing a loss of consciousness and seizure while he was "at home in bed." No third-party medical intervention was reported. The customer reported his "wife treated him with glucose, and when he was feeling better he had breakfast which consisted of scrambled eggs and toast." There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).